Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation of the device at the distal shaft/collar area. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 06aug2020. It was reported that the device could not cross the lesion. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that a balloon could not cross the lesion and this device was used after. However, the guidezilla could not cross the lesion as well. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure however, device analysis revealed shaft/collar partial separation.